Event description:
Trinity revision of the biolox delta ceramic head after approximately a month due to subsidence (it was reported that the patient had had two "stumbles" post primary surgery).

Manufacturer narrative:
Per (B)(4) initial report additional information, including operative notes, what the patient was doing at the time of the stumbles, whether the patient followed correct post-op protocol, patient weight and activity level and an update on the patient following the revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. Additional information, including operative notes, what the patient was doing at the time of the stumbles, whether the patient followed correct post-op protocol, patient weight and activity level and an update on the patient following the revision, was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted, however, it has been concluded that subsidence of the stem and subsequent revision were caused by the patient experiencing multiple stumbles post primary surgery. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after approximately a month due to subsidence (it was reported that the patient had two "stumbles" post primary surgery).